Event description:
Additional information was received stating that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed normal device function at the time. The patient¿s seizures have not worsened since vns.

Event description:
It was reported that the patient's seizures have worsened over the last couple of months. It was reported that the worsening of seizures follows a reduction in antiepileptic medications because the patient was on very high doses and needed to gain weight. It was reported that there were no problems or changes in device settings since the decrease in medications. It was reported that device diagnostics were within normal limits.

Manufacturer narrative:
.